Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy (peg) replacement procedure on (B)(6) 2021. During the replacement procedure, when the device was removed on (B)(6) 2021, the internal bolster detached inside the stomach. It was reported that the detached portion was not removed and expected to be defecated. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). (B)(6). Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t percutaneous replacement bolster was returned. Visual analysis of the device revealed that the internal bolster was detached. Therefore, the reported complaint is confirmed. Microscope inspection showed evidence that internal bolster was correctly attached before the detachment. In addition, remains of it were found on the tube. Based on the condition of the returned device, engineers determined that the problem observed is most likely that anatomical factors could have contributed, or the technique applied by the customer. During the removal of the device could have caused the detachment as well. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy (peg) replacement procedure on (B)(6) 2021. During the replacement procedure, when the device was removed on (B)(6) 2021, the internal bolster detached inside the stomach. It was reported that the detached portion was not removed and expected to be defecated. The procedure was completed with a different device. There were no patient complications reported as a result of this event.